Event description:
It was reported to nova biomedical that a consumer received a higher blood glucose readings of 196 mg/dl on her blood glucose meter when compared to a reading of 96 mg/dl on an emergency medical team's meter. The difference in the readings was determined to be clinically significant. The meter and strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.